Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed. Note: onyx is only indicated for use in brain avms as stated in the IFU.

Event description:
It was reported, the pt had prior treatment with onyx for an infrarenal abdominal aortic aneurysm in 2005. In 2007, via CT scan, it was discovered there was aneurysm enlargement secondary to type ii endoleaks. Two months later, the pt underwent reintervention using onyx. Post procedure, the aneurysm enlargement continued, and possible serous fluid was noted. It was reported the physician believed the fluid might have been from an infection due to onyx. No other complications were reported with the pt as a result of this event.